Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a yeast infection while wearing the lifevest. The patient's physician prescribed an unknown ointment. Follow up indicated that the infection was still present but healing. The patient elected to end use.